Manufacturer narrative:
Unit was not received in manufacturing mode. Unit was received with partially broken off belt clip rail. Unit was received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit was received with cracked reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, cracked select button on keypad overlay, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had belt clip broken and got broken on the insulin pump. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.